Manufacturer narrative:
Should additional information become available a supplemental record will be filed.parent record ((B)(4)): the consumer stated that the chair lost programming and trapped him in his van. The dealer stated this was over the summer.

Event description:
The consumer stated that he parked the chair the next day he saw a bearing on the floor.